Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: device breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the pre-close technique the device was found to have broken at the guide into two pieces. The device was removed using hemostats. Arterial access was not lost as the guide wire remained in the artery. The procedure was completed and hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.